Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unk cobalt chrome head-unknown. Unknown-unk continuum cup-unknown. Unknown-unk longevity liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00571. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent a revision procedure approximately 9-years¿ post implantation due to elevated ion levels, metallosis, pain, pseudotumor mass, muscle weakness, partial hearing loss, difficulty walking, fluid retention, corrosion, tissue damage, and erosion. Trunnion and head noted corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6. H6 component code: mechanical (g04)- stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a2; a3; a4; b5; b6; b7; d1; d2; d4; d11; g4; g5; h2; h6 (B)(4) d11: (B)(6)-femoral head 0x36mm-61543417 (B)(6)-shell with cluster holes-61633066 (B)(6)- liner neutral 36 mm- 61553932 multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00146 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip arthroplasty. Subsequently patient was revised approximately 9 years post implantation due to elevated ion levels, metallosis, pain, pseudotumor mass, muscle weakness, partial hearing loss, difficulty walking, fluid retention, corrosion, tissue damage, and erosion. During the procedure, the head was exchanged. Poly noted in good repair, no lysis about femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.